Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in high capture threshold, measuring from 0.5v up to 3v. The pacing impedance measurements went from 800 ohms down to 550-570 ohms. The intrinsic amplitude had decreased, sensing issue was noted and no noise or artefact could be confirmed. It was suspected that maybe the lead was micro-dislodged however an x-ray was performed and the physician confirmed there was no macro-movement. Programming changes if needed will be made at the physician discretion. The patient is only two percent paced and the device was reprogrammed. No adverse patient effects were reported. This rv lead remains in service.